Event description:
An or technician at the user facility reports that during intraocular lens (iol) implant surgery, a piece of foreign material was noticed after the iol was inserted into the eye. The incision was enlarged to facilitate removal of the iol. A second iol was implanted with no complications.